Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost. It was noted that the air was not completely removed during flushing. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost. It was noted that the air was not completely removed during flushing. The procedure was completed with another of the same device. There was no patient injury.